Manufacturer narrative:
This medwatch is submitted following of the record may 22 2018 the review of the device history records and traceability did not reveal any non-conformance to specifications or deviations in procedures that might have contributed ti the reported event. Additional information was received on (B)(6) 2018 : note: this surgeon does not use distraction pins nor traction. "It is possible that surrounding tissues could have interfered with implant upon insertion because surgeon uses a small incision. However, I do not think that occured. From information provided based ,on the product history records, it points out that the surgeon did not follow the instructions mentioned in the surgical techniques : the distraction was not done following the surgical technique. Reporter did not mentioned precisely how was done distraction, but he clearly stated that surgeon was not using distraction pins, as recommended in the surgical technique. No more details were reported. Conclusion of the investigation is that root cause is instruction was not followed by the user. The investigation found no evidence to indicate device issue. Device not received.

Event description:
Mobi-c pand f us : disassembly. As reported : dr (B)(6) was inserting the mobi c implant the poly core fell out of the implant. Update : email of (B)(6) 2018 "it is possible that surrounding tissues could have interfered with implant upon insertion because surgeon uses a small incision. However, I do not think that occured." The surgery was completed with another device. No unanticipated surgical complication occured.

Manufacturer narrative:
Device was provided to manufacturer. But this has no impact on complaint investigation result. Indeed no issue detected after visual inspection of the concerned device. Based on the product history records, the evaluation of the received product . It points out that the surgeon did not follow the instructions mentioned in the surgical techniques : the distraction was not done following the surgical technique. Reporter did not mentioned precisely how was done distraction, but he clearly stated that surgeon was not using distraction pins, as recommended in the surgical technique. Results of the investigation show root cause is related to failure to follow surgical technique. Device is not related to that issue.